Manufacturer narrative:
Analysis: the sample has not been returned; therefore, evaluation was unable to be performed. A lot history review revealed these two material ruptures, both involving the same patient, are the only complaints associated with this lot. A device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the actual sample disposition is unknown. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters allegedly experienced material rupture on the first inflation. The health care professional (hcp) reportedly advanced the lutonix dcb under negative pressure through a non-calcified or tortuous pathway to the target lesion. Reportedly, the balloon would not inflate when the hcp applied positive pressure to the balloon. The balloon was removed successfully. Another lutonix dcb of the same size and lot number was prepared. Reportedly, the hcp followed the same routine to reach the target lesion under negative pressure; however, the second balloon also failed to inflate on the first inflation. The second lutonix dcb was retracted without difficulty as well. A third lutonix dcb the same size with a different lot number was prepared. Reportedly, the hcp followed the same routine during advancement under negative pressure and successfully reached the target lesion. Reportedly , the third lutonix dcb failed to inflate when the hcp applied positive pressure to the balloon. The lutonix dcb's have been requested for return, but have not been returned at this point. There was no reported patient injury. This is one of three products involved with the reported event and are associated with manufacturers report numbers 3006513822-2016-00072 and 3006513822-2016-00074.

Manufacturer narrative:
Analysis: the event description has been updated to include "predilated the target lesion prior to lutonix dcb treatment." And "additional lutonix dcb's were used to complete the procedure without issues." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly experienced material rupture on the first inflation. The health care professional (hcp) predilated the target lesion prior to lutonix dcb treatment. Reportedly, the hcp advanced the lutonix dcb under negative pressure through a non-calcified or tortuous pathway to the target lesion. Reportedly, the balloon would not inflate when the hcp applied positive pressure to the balloon. The balloon was removed successfully. Another lutonix dcb of the same size and lot number was prepared. Reportedly, the hcp followed the same routine to reach the target lesion under negative pressure; however, the second balloon also failed to inflate on the first inflation. The second lutonix dcb was retracted without difficulty as well. A third lutonix dcb the same size with a different lot number was prepared. Reportedly, the hcp followed the same routine during advancement under negative pressure and successfully reaching the target lesion. Reportedly, the third lutonix dcb failed to inflate when the hcp applied positive pressure to the balloon. Additional lutonix dcb's were used to complete the procedure without issues. The lutonix dcbs have been requested for return, but have not been returned at this point. There was no reported patient injury.